Manufacturer narrative:
Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl, while wearing the pod between 25 and 36 hours. The pod reportedly detached from the arm, causing the cannula to dislodge. As treatment, a new pod was placed.